Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Additionally it was reported that the customers blood glucose read " high" on the continuous glucose monitor. Multiple attempts were made by tandem technical support to follow up with customer regarding the issue, however, no response was received. No additional information was provided.